Event description:
Implant broke half way on insertion. Per sales rep, surgeon had tapped entire way down (hard bone). Surgeon kept the right angle and everything seemed ok. He punched and tapped a new hole and placed a new anchor. Follow up with rep on 02/05/07 indicated surgeon did punch and tap hole before this implant insertion. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Implant is broken at an angle. Based on previous evaluations, prying or torquing of the implant during insertion may cause the condition observed. This is a polylactic acid polymer based implant. When this implant experiences an excessive amount of force/torque this type of event will occur. It is possible that improper bone preparation may have caused this event. Product dfu indicates that for hard bone user has to punch then tap. Rep stated originally that surgeon had tapped hole all the way, then during follow up he stated that surgeon had punched & tapped after damaging his first implant for not punching/tapping. Evidence on implant indicates torquing had taken place.